Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 09, 2023.

Manufacturer narrative:
This report is submitted on march 14, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to pain with device use. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.